Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 51-104180, stem, lot # unk; item # 13-104158, shell, lot # unk; item # unk, taper, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05994, 0001825034-2018-05995, 0001825034-2018-05997.

Event description:
It was reported that approximately 4 yars post implantation, patient received a cortisone injection. The patient had also received 2 more injections on unknown dates. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies were found. Root cause could not be determined with information available. The site of the injections still remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4 years post implantation, patient received a cortisone injection. The patient had also received 2 more injections on unknown dates. Attempts have been made and no further information has been provided.